Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system was unable to unload cubie. The customer reported that it was showed up in inventory list, but not as an active medication that can be pulled. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 d5 was unable to unload a cubie. A field service engineer guided the customer through the resolution process, which included powering off the station, reseating the bus cable on auxiliary 3.1, and powering the station back on. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system was unable to unload cubie. The customer reported that it was showed up in inventory list, but not as an active medication that can be pulled. There were no adverse events or injuries reported based on this event.